Event description:
It was reported that prior to the implant procedure, the battery longevity bar was gray with pre-implant indication while the voltage measured 2.95 volts. The gray bar was still present after the device was at room temperature for over 96 hours. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.